Event description:
Upper case malfuction. "Validation" button of keyboard is not responding to pressing. Upper case replaced with a new one. Quality control performed. Event log is not included because it is not an error which can be detected by device. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The device was not returned to brézins for investigation as it repairs were carried out locally. Replaced "upper case agilia sp" was received at brézins for further investigation. A visual check was performed on the part and nothing to notice. Then, the part was cross tested with tester lab to verify the claim. The analysis shows that the keyboard was out of service due to cracks on the tracks. Therefore, the reported event has been reproduced and is confirmed. The reason for the failure is due to cracks on the tracks. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.